Event description:
Reporting status: malfunction. Reporting rationale: potential mislabeling may impact device tracking. Device issue: mislabeled. It was reported that a 2.5 x 15 voyager box was opened during a procedure; however, it was noticed that the device was a 3.5 x 20 nc mercury (lot 533506). A second voyager box was then opened and this box had a 2.5 x 15 voyager inside. The procedure was finished successfully. It was also noted that the product was sealed in the hospital stock and was opened at the moment of the procedure, and there was no products mixed during storage. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).